Manufacturer narrative:
(B)(4) (B)(6). The cause of death was due to another indication and cardiac arrest. The patient experienced a cardiac arrest while at home. The patient was found with no pulse by ambulance paramedics. The patient was intubated and cardio-pulmonary resuscitation (CPR) attempted for 45 minutes. Resuscitation failed. The patient arrived at the emergency room via ambulance. On arrival at the hospital, the patient had no pulse rate, glasgow coma score (gcs) was 3, pupillary fix dilate ir was not reported. The patient was pronounced dead on the same day. Apd therapy was ongoing until the time of death, however, the patient was not connected to the homechoice at the time of death. It was not reported whether an autopsy was performed. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no alarm or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. An internal and external inspection was performed and found no issues. The pneumatic system was tested and found to be functioning properly. The testing revealed no leak and all pressures were correct and stable. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.